Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The biomedical engineer and clinical representative reported a console with a controller error. The automated impella controller was to be replaced and the instructions for use followed by the use of a backup console. No noted harm or injury as this occurred outside of patient use in a training.

Manufacturer narrative:
Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Additionally, no controller error alarm was seen in the imc logs. Device analysis: console ic4102 was sent back to field service for further investigation. The issue was not reproduced. Further, visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel, have caused the issue with the pbm. The pbm was replaced with a known good one. Subsequently, the test pump and purge cassette was run successfully without any issues. No controller error alarms or related issue were seen. Root cause: no issues were found with the aic related to the reported fm of "aic - controller error" alarm. The root cause of the ¿system self check error¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps